Event description:
Patient ECMO [extracorporeal membrane oxygenation] cannula were the same dark color on a sweep of 1 and 80%. Good catch by [redacted] the bedside nurse. ECMO coordinator changed the o2 [oxygen] line to the portable o2 tank and the color of the cannula changed to a bright red. Attempted to burp the blender but the blender still did not work. Patient spo2 [peripheral oxygen saturation] was stable during this period.